Event description:
One of the four prongs from the shukla mini universal removal - 3mm extractor broke off during surgery and had to be retrieved from the patient. The extractor was being used to remove a broken 4.5mm cannulated screw from a fracture site, the extractor was unable to remove the broken screw from the patient.